Event description:
Patient reported the infusion device provided an acoustic alert during the night but the display was blank. He changed the battery and battery cover, and then the buttons on the infusion device would not respond. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint can be verified. The display is missing several pixel lines and pixel columns due to a defective display printed circuit. The defective pixel can lead to misinterpretation of insulin amounts. The buttons functionality was tested successfully and complies with the product specification.